Event description:
The manufacturer rec'd info alleging an a40 bipap device was not sensing the patient's breath and its external battery depleted during transport; the patient was returned to the emergency ward. While in the emergency ward, the patient refused to use the a40 bipap and subsequently suffered respiratory arrest. The patient was resuscitated and later expired. The device has yet to be returned to the manufacturer for evaluation. A f/u report will be submitted when the manufacturer has completed the investigation.